Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred while inserting the dilator. This occurred multiple times; therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.